Manufacturer narrative:
The pump received with blank display due to corroded battery tube and battery cap contact. The pump was received with cracked battery tube threads and reservoir tube lip. The pump was received with minor scratched lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that they had a blank display. The blood glucose at the time of the incident was 102 mg/dl. The customer sates the pump would not accept his calibrations. There was also a hairline crack in the line. Troubleshooting was not able to resolve the issue. The device will be returned for analysis.